Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed sensitivity, swelling, cellulitis, and soft tissue inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported patient was injected under the eyes with one syringe of juvéderm vollure¿ xc and in the midface with one syringe of juvéderm voluma® xc. Patient developed a ¿delayed sensitivity and swelling under the eyes and through the mid face" noticed about two months after injection. Patient developed strep throat and was prescribed penicillin about a month post-injection. The following day, patient reports experiencing "some sensitivity" at the injection sites. Five days later the patient was seen in the clinic by the injector and treated with hylenex under the eyes. The patient was also advised to go to the emergency room for additional evaluation. The patient was seen in the emergency room and diagnosed with "sensitivity to vycross products and cellulitis not related to an infection." A metabolic panel, cbc and t scan showing soft tissue inflammation were performed. Patient received prescriptions for steroids and zyrtec. Three days after the first round of hylenex treatment was provided, the patient received another round of hylenex to the mid face. Symptoms began to improve after product reversal and have been reported as completely resolved. This is the same event and the same patient reported under MDR ID #3005113652-2017-01660 ((B)(4)). This MDR is being submitted for the first suspected product, juvéderm voluma® xc.

Event description:
Further follow up with the healthcare professional revealed the patient was never treated with steroids. Erythema resolution was accomplished after hylenex treatment.